Event description:
A distributor reported that they received two polaris 5.5 cross connectors that differed from the packaging labels. The connectors inside the packages were not size m, as indicated, but size xs. This was discovered prior to surgical use and there was no patient impact.this is report one of two for this event.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. A visual inspection revealed the package label states part number 94672 however, the packaged device is part number 94671. The complaint is confirmed for polaris 5.5 cross connector for the failure of incorrect part in package. This event fits within the scope of an existing internal CAPA. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2025-00340.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A distributor reported that they received two polaris 5.5 cross connectors that differed from the packaging labels. The connectors inside the packages were not size m, as indicated, but size xs. This was discovered prior to surgical use and there was no patient impact.this is report one of two for this event.